Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the call the customer could not recall what they did to resolve the bg issue or the cartridge alarm issue. Customer ultimately reverted to an alternate method of insulin therapy.